Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d10: date of concomitant therapy is (B)(6) 2024. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, during skull repair surgery, when inserting the screw, the screw was broken, all the pieces were removed from the patient. Five were changed to continue the surgery but the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. There was no delay to surgery. No additional information could be provided. This report involves one cranial-scr plusdrive ø1.6 self-drill l5.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the screw-threaded shaft broken. The broken fragment was not returned. The reported allegation can be confirmed. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assemblance; or by assembling the device in a misaligned position. Properly handling and attention to the approved use of the device diminishes the risk of failure. The following are precautions are mentioned in the low profile neuro surgical technique guide: ¿ depuy synthes recommends predrilling in dense bone when using 5 mm or 6 mm screws. Drill speed rate should never exceed 1,800 rpm, particularly in dense, hard bone. Higher drill speed rate can result in thermal necrosis of the bone, soft tissue burns, and an oversized hole to be drilled. The adverse effects of an oversized hole include reduced pullout force, increased ease of screws stripping in bone, and/or suboptimal fixation and/or the need for emergency screws. ¿ always irrigate during drilling to avoid thermal damage to the bone. ¿ handle devices with care and dispose of worn bone cutting instruments in a sharps container. ¿ use only a 1.3 mm drill bit for pre-drilling. ¿ consider an appropriate length of screw to avoid injury of underlying structure with too long screws or plate loosening and/or migration with too short screws. ¿ screwdriver shafts are self-retaining instruments. Please replace worn or damaged screwdriver shafts, if the retention is not adequate. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it did not apply to the complaint condition. The overall complaint was confirmed as the observed condition of the cranial-scr plusdrive ø1.6 self-drill l5 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of the j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part:400.835. Lot:7589p79. Manufacturing site: werk selzach. Supplier: depuy synthes products, inc. Release to warehouse date: 25 aug 2023. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.